Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that imprecise architect total b-hcg results were generated. Patient 2: 29 miu/ml (B)(6) and less than 5 miu/ml (B)(6) twice. The result of 29 miu/ml is suspected to be falsely (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
The suspect medical device in the initial MDR was incorrect. MDR number 1628664-2018-00001 has been submitted with the correct suspect medical device and all further information will be documented under that MDR number.